Event description:
A nurse reported that during surgeries, the aiming beam illumination was low, and a system message was displayed. Additional information was received indicating that they switched out the system to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company representative contacted the customer and found that when the unexpected event occurred, the customer switched the system out to a backup unit. The next time the customer used the system, the unit functioned normally. The customer was informed to refer to section 5.5 (recovery from a fault screen or unexpected shut down) from the operator's manual. Per the customer, the unit has been used and no nonconformities have been observed. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).